Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth to be tipping. They have had multiple trips to their dentist to have their tipped tooth fixed. They report that their teeth are still not straight and they have talked to their dentist about going to another source of orthodontics.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.